Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary ¿ ¿ the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that a small piece of the tubbing is shown broken inside the valve connector of the arthroscope valve. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the reuse patient set fms 24pk would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. The tubbing's plastic connector may be wrongly connected, therefore the tubbing stuck into the arthroscope connector valve and broke, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device 3013359 number, and no non-conformances were identified.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during an arthroscopy procedure, while disconnecting the tubings from the shaft of the reuse patient set fms 24pk device, the red plastic portion of the tubing became stuck in the arthroscopy shaft and broke off the remaining part of the tubing. The only way to remove the red part was by using a clamp. This issue was observed with two tubings from the same lot. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in august 2025. All available information has been disclosed.